Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported patient underwent surgical intervention on (B)(6)2024 during which the left l5 drg lead was explanted and replaced and a new left s1 drg lead was added. Therapy was restored post-op.

Manufacturer narrative:
The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4); serial: (B)(6), batch: 8510480. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8510480.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.